Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had high impedance over 40,000 ohms on all contacts on the patient's left side electrode. The right side impedance was normal. There was no clinical effect on the patient's stimulation. Palpating and manipulating the system had no effect on the high impedance, they remained high. There were no abnormalities visible on an x-ray. The patient's therapy impedance was high with very low stimulation current (.09 ma). The patient's stimulation amplitude of the left side was set at 0v. The patient has a revision surgery planned where the impedance of the extension and lead will be re-measured. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: extension. Product ID: 3389, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the etiology was related to the device/therapy and not related to implant procedure. The high impedances were observed during device interrogation for measuring stimulation parameters. The event resulted in unscheduled clinic or office visit and in-patient hospitalization. The event was resolved without sequelae. No further complications are anticipated.

Manufacturer narrative:
Analysis found the conductor body of the extension was broken due to over-stress damage. The main component of the system and other applicable components are : product ID 37086, serial# unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the high impedance issue began in the second or third week of (B)(6) 2018. The cause of the issue was determined to be a faulty extension cable. A revision surgery was performed on (B)(6) 2018, in which the extension was replaced. The issue was resolved after extension replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2016, product type: extension; product ID: 3389, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient information provided.